Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing over to the station. A technical support specialist identified the problem within the adt/epic system and resolved the issue based on the guidelines outlined in the knowledge article 000007493, titled 'patients and order not crossing to med es server'. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a problem in which patient orders for a specific individual were not transferring to the station, preventing users from obtaining the necessary medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.